Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot. (B)(4).

Event description:
Allegedly a revision for suspected aseptic loosening of the tibia. Tibial lucency seen laterally on tibia. On opening the knee femur was also loose and dissociation of femoral stem from femur. Femoral stem disassociation not visible on x-ray. No impaction marks seen on the femoral stem when removed. De-bonding of the cement from the tibial tray from posterior medial side. Open joint line with 20mm spacer at revision. Joint line restored with the use of a size 3 cck femur. 3 tibial tray distal augments x 2 10mm femur. Tibial augments x 2 10mm. Use of a 12mm cck poly insert. Medium activity level.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00712, 00713, 00715, and 00716.